Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, intra-operatively, the stapler fired but poor staple were formed. A new stapler and staple were used. There was no patient injury.